Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed no data related to an event date of (B)(6) 2017. It's important to note that prior records found in the log showed multiple occurrences of battery calibration required messages over the last 4 months. However, the battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.